Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that they are having issues with pulling air in piccs when they are checking for blood return. There seems to be a leak in the stiffening wire lumen that causes air to pull and not blood. It is happening with both old and new kits. Additional information received 13 september 2023: our team has noticed air pulling into the PICC lumen with the stiffening wire. This pulls air into the saline syringe when aspirating for blood return. It also causes saline to leak out of the rubber stopper where the stiffening wire exits. It also causes the blood return check to be misleading, therefore leading the inserter to believe that the PICC is not in the proper location. We have noticed this occurring during multiple insertions. No injury has occurred to patients. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak through the t-lock septum was confirmed. A single photograph of an inserted 4fr s/l powerpicc solo catheter was returned for evaluation. It appeared that the user was attempting to aspirate or flush the catheter through the attached t-lock assembly. Drops of red fluid were seen on the outer surface of the t-lock septum. In addition, the syringe barrel appeared to contain both red fluid and air which may indicate air leakage during aspiration. From the returned photograph, it appeared that the leak occurred at the t-lock septum and was likely located where the stylet traversed through the septum. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they are having issues with pulling air in piccs when they are checking for blood return. There seems to be a leak in the stiffening wire lumen that causes air to pull and not blood. It is happening with both old and new kits. Additional information received 13 september 2023: our team has noticed air pulling into the PICC lumen with the stiffening wire. This pulls air into the saline syringe when aspirating for blood return. It also causes saline to leak out of the rubber stopper where the stiffening wire exits. It also causes the blood return check to be misleading, therefore leading the inserter to believe that the PICC is not in the proper location. We have noticed this occurring during multiple insertions. No injury has occurred to patients. A specific number of affected devices or patients was not provided by the complainant.